Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 70% stenotic lesion was located in a moderately tortuous and severely calcified right coronary artery. The lesion was not predilated. The physician advanced the 2.5x20mm taxus liberte stent to the lesion, but was unable to cross. Upon removal it was observed that stent struts were lifted. The procedure was completed with another 2.5.x20mm taxus liberte stent. No complications were reported and patient status is stable.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination revealed rows 1 to 4 at the proximal end of the stent were misaligned. There were kinks along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen indicating the device had been used in vivo. 0.015 inch product mandrel was inserted through the lumen with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 70% stenotic lesion was located in a moderately tortuous and severely calcified right coronary artery. The lesion was not predilated. The physician advanced the 2.5x20mm taxus liberte stent to the lesion, but was unable to cross. Upon removal it was observed that stent struts were lifted. The procedure was completed with another 2.5.x20mm taxus liberte stent. No complications were reported and patient status is stable.

Manufacturer narrative:
(B)(4)